Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly turned off during use. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was evaluated by stryker and the reported issue was verified through review of software logs but unable to be duplicated. The batteries in use during the fault incident were not sent in with the device for evaluation. Both installed batteries were past the manufacturer¿s recommended 2-year lifespan. The cause of the reported issue is due to the battery¿s age (increased likelihood of higher internal resistance) as well as battery 1 was possibly not being latched correctly. A likely contributing factor is the high current event that occurred at the time of the uninitiated shutdown. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly turned off during use. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.